Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The physician attempted reach the lesion with a taxus express2 3.5 x 20 mm drug eluting stent. However, the shaft fractured into two pieces. The fractured catheter was removed from the patient's body without any complications. The procedure was successfully completed with another taxus express2 3.5 x 20 mm drug eluting stent.no patient complications of injuries were reported. Patient status is reported as "satisfactory/good".